Event description:
It was reported, an infection was present at the ipg site. Antibiotics were prescribed to treat the course of the infection. As a result, surgical intervention was undertaken on (B)(6) 2024 where in the ipg was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An infection at the ipg site was reported to abbott. Antibiotics were prescribed to treat the course of the infection. Surgical intervention was undertaken wherein the ipg was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.